Manufacturer narrative:
Only the distal portion of lead was returned, 54.9 cm long. Analysis found internal insulation abrasion between 13.6 cm and 14.5 cm from the distal tip. External insulation abrasion was found between 44.6 cm and 44.7 cm from the distal tip; this damage is consistent with friction against the ICD can. Internal insulation abrasions were found between 17.3 cm and 19.0 cm from the distal tip; one of the rv conductors was compromised between 18.5 cm and 19.0 cm from the distal tip.

Event description:
It was reported that the patient presented in the ER after receiving hv therapy. Interrogation found an alert for possible high voltage circuit damage was received. Low impedance was observed and capacitor maintenance could not be completed. Hv therapy not available. Lead fracture suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.